Event description:
It was reported that during a paraoesophageal hernia repair procedure, nurse stated that at the shear and handpiece were assembled the usual way, but that the generator displayed an instrument error (5). They used another handpiece and the problem remained. Finally, they opened a new shear and were able to perform the procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scracthes on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."